Event description:
The customer reported that the insulin pump had blank display. Troubleshooting was done. Customer's blood glucose was 119 mg/dl. The display returned during the troubleshooting. The customer was advised to monitor the insulin pump. Customer also mentioned that she had low reservoir in the middle of the night and had failed battery test alarm. Customer put new battery and it worked. Advised the customer the battery cap would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)